Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 478 mg/dl. Current blood glucose level was 180 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not working for them and not delivering insulin. The customer experienced symptoms such as nausea, abdominal pain, positive results in ketones and vomiting. The device will not be returned for analysis.